Event description:
Paramedics were evaluating patient with heart monitor, while attempting to acquire a 12 lead EKG monitor gave bizarre looking EKG strip and gave error message. After all EKG was found in corsium cloud and looked to be normal. Case reported to manufacturer case # (B)(4). FDA safety report ID# (B)(4).